Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 14-aug-2025, user reported issues with a new dexcom g7 continuous glucose monitor (cgm) sensor failing to connect to both the ilet and dexcom app for ~6 hours. Troubleshooting included toggling g6/g7 settings, re-entering pairing code (8725), and confirming no dexcom receiver was in use. Initial guidance was to allow up to 30 minutes for pairing, but persistent failure led to recommendation of sensor replacement and referral to dexcom for replacements if needed. User confirmed they had adequate supply. Later that evening, sensor successfully connected, showing blood glucose (bg) of 264 mg/dl after the 6-hour gap. Resolution: the user allowed ilet to correct the bg. No symptoms reported during the event, and no medical intervention required or reported at the time of call.